Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indictor. An allegation of premature battery depletion had been made. No adverse patient symptoms were reported.